Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached photographs confirmed wear & de-lamination/fracture as reported. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inlay wear out and fracture - metal on metal, patient status/ outcome / consequences - unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: - unknown, is the patient part of a clinical study - unknown, (B)(4). Device property of - none, device in possession of - none, (B)(4). Device property of - none, device in possession of -,none, (B)(4). Device property of - none, device in possession of - none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.- true.